Manufacturer narrative:
(B)(4). Approximate age of device: 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the local hospital with signs and symptoms of acute stroke. The patient started to feel an altered sensation in the right fingers and right face, as well as facial drooping. The numbness and tingling came and went in waves. The patient denied visual disturbances, headache, nausea, vomiting, or any other concerning signs. Head computed tomography showed subarachnoid hemorrhage (sah) in distribution of the left middle cerebral artery, consistent with an acute stroke. Inr was 3.2. The patient was then transferred to the implanting center for further management. The patient was alert and oriented and out of bed to chair and off anticoagulation. Inr 1.2 of 055 (B)(6) 2017. It was reported that the lvad system was functioning well. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.